Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Unknown variax 18mm 3.5 locking screw. Device will not be returned.

Event description:
It was reported via early product surveillance survey, "most distal hole on radial side would not lock. Tried 3 times and eventually put compression screw in."